Manufacturer narrative:
Eval summary: customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.

Event description:
A report was rec'd that stated the flush was stuck open, causing fluid to drain from the set. The incident occurred during preparation prior to pt use. No pt injury or adverse event was reported.